Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a damaged promus element stent and stent protector were returned attached to a mandrel that was bent at one end. Apart from the stent the only piece of boston scientific corporation packaging returned was the inner foil pouch which was opened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
This complaint is reportable based on the analysis completed on (B)(4) 2013. It was reported that during preparation for a stenting treatment procedure the stent delivery system (sds) was missing from the package. The package for a 4.00x20mm promus element stent delivery system (sds) was opened and it was discovered that the sds was not in the box. The procedure was completed with another of the same device. No patient complications were reported. However, the returned product analysis revealed stent damage and the stent had dislodged from the delivery system.